Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was using a resolute onyx drug eluting stent to treat a lesion. It was noted that a thrombotic edge dissection occurred.